Event description:
This is the second of two reports concerning the same pt. (See mfg report: number 1121308-2014-00009). This report concerns neurawrap. It was reported, the customer asked if there were any adverse events reported regarding allergic reactions regarding neurawrap. Add'l info was received from the medical assistant: 'on (B)(6) 2013, the surgeon performed a neurolysis of the right median nerve on a (B)(6) female for a recurrent carpal tunnel syndrome. The pt experienced an improvement in numbness in a post-operative visit to the doctor in (B)(6) 2013. The pt experienced pain, soreness and swelling in (B)(6) 2013 and was received a joint injection (unspecified) and was put in a cast. The pt has had a questionable allergic reaction. She had symptoms of an atypical infection with continued pain and swelling. She had extensive treatment with an infectious disease physician that consisted of IV antibiotics which resulted in no change of symptoms. She still has swelling at the carpal tunnel where the implant is and swelling on the flexor side of the right thumb. Pt had x-rays and an MRI study. X-rays showed a strange calcification at the volar aspect of the proximal phalanx. She did undergo a biopsy of the bone and it was sampled for cultures. At this time the pt continues to have swelling of the thumb and wrist'. Add'l info was requested by integra.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.